Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent a percutaneous scs implant on (B)(6) 2021. Post-op, the patient reported chest pain and trouble breathing. A manufacturer's representative reported that patient was diagnosed with pneumonia, and is unrelated to the procedure. Issue has resolved and the patient has effective stimulation post-op.